Manufacturer narrative:
Product analysis: the analyzer failed incoming testing, with an indication that it was unable to communicate with the programmer. It was determined that the analyzer could not be repaired. The analyzer was scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to operate in analyzer mode, due to analyzer dysfunction. It was noted that the programmer was able to operate normally in programmer mode. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.